Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized after experiencing an elevated blood glucose (bg) level of 510 (mg/dl) and high trace ketones. It was also reported that while in the hospital, the customer received an inaccurate fill estimate. Prior to hospitalization, the customer delivered boluses to address bg levels. While hospitalized the customer was treated with intravenous insulin. The contact reloaded the cartridge received an accurate fill estimate. The customer was still hospitalized at the time the event was reported.